Event description:
Initial result for a patient sodium was 125 mmol/l. When repeated, the result was 137 mmol/l. The incorrect result was not reported. The field service representative found the sample probe was clogged and repaired the instrument by replacing the probe.